Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02859 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a colorectal metastases rfa (radiofrequency ablation) procedure performed on (B)(6) 2010 ((B)(6), male patient). According to the complainant, after positioning the electrode, the single liver lesion was treated. However, after 15 minutes and without achieving roll-off, the electrode was moved slightly proximally. A second fifteen minute treatment cycle was performed, during which time, the array was slightly retracted. Roll-off was achieved on this ablation attempt. The electrode was then moved further proximally and a third ablation attempt was performed. Again, roll-off was received. The physician indicated that the total treatment time was 45 minutes. Post procedure, the patient's skin was red under all four pads with blistering under the inner two pads. The blistered area was approximately 4cm x 8cm. Furthermore, twelve hours after the procedure the burn had shrunk and the residual area, approximately the size of two fingers, was dressed. The account reported that there were no visible issues with the leveen electrode. The patient's condition at the conclusion of the procedure was reported to be stable. The burns have been dressed. Additionally, the patient was discharged the day after treatment.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. The generator did not exhibit any malfunction which could account for the event. Furthermore, the device passed all performance criteria of its final test procedure. The condition of the returned incident device showed no evidence of a defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02859 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a colorectal metastases rfa (radiofrequency ablation) procedure performed on (B)(6) 2010 ((B)(6), male patient). According to the complainant, after positioning the electrode, the single liver lesion was treated. However, after 15 minutes and without achieving roll-off, the electrode was moved slightly proximally. A second fifteen minute treatment cycle was performed, during which time, the array was slightly retracted. Roll-off was achieved on this ablation attempt. The electrode was then moved further proximally and a third ablation attempt was performed. Again, roll-off was received. The physician indicated that the total treatment time was 45 minutes. Post procedure, the patient's skin was red under all four pads with blistering under the inner two pads. The blistered area was approximately 4cm x 8cm. Furthermore, twelve hours after the procedure the burn had shrunk and the residual area, approximately the size of two fingers, was dressed. The account reported that there were no visible issues with the leveen electrode. The patient's condition at the conclusion of the procedure was reported to be stable. The burns have been dressed. Additionally, the patient was discharged the day after treatment.

Manufacturer narrative:
Patient weight is unknown. However, reported to be not excessive. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).